Event description:
Have more commonly seen t-wave oversensing on 6947 ICD lead, potential and causing inappropriate therapy/shock. If pt received inappropriate therapy, physician has performed surgery to add additional pace/sense lead in rv, still utilizing 6947 high voltage pin connecter in ICD header. Most recent issue on pt mrn (B)(4) rv bipolar lead impedance, svc imp, and rv defib impedance abruptly increased. FDA safety report ID (B)(4).